Event description:
The program manager for the acute clinic made notification that this peritoneal dialysis (pd) patient passed away while connected to the acute clinic¿s liberty select cycler. Additional information was obtained through follow-up with the program manager. The patient was initially in treatment on his home liberty select cycler on (B)(6) 2024 when he experienced aphasia and stroke. The patient was admitted to the hospital. No additional information pertaining to that event was available. During the hospitalization, on (B)(6) 2024. The on-call dialysis nurse from the acute clinic was called by hospital staff to respond to the patient¿s room. The patient needed to be disconnected from treatment on the liberty select cycler to go for a computed tomography (CT) scan. When the nurse arrived at the patient¿s room, the patient was coding. The hospital staff was actively running the code. They were unsuccessful in resuscitating the patient and the patient was pronounced deceased. The cause of death was cardiac arrest likely secondary to aspiration pneumonia versus worsening stroke and questionable peritonitis. It is unknown what cycle or phase of treatment the patient was in at the time of the event. The nurse did not make note prior to breaking down the cycler from the treatment. It is unknown if any fresenius device(s) or product(s) and/or their dialysis therapy were related to the patient death, but it is not likely per the program manager. This patient had comorbid conditions of this patient had comorbid conditions of coronary artery disease (cad), congestive heart failure (chf), hypertension (htn), depression, alcohol abuse, stroke, left frontal infarct, and hospital acquired aspiration pneumonia. A follow-up with the patient¿s clinic yielded no additional information as they were not informed of the patient¿s admitting diagnosis or the circumstances related to the patient death.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a temporal relationship between peritoneal dialysis and utilization of the liberty select cycler and the patient event of aphasia and stoke with hospitalization and subsequent cardiac arrest and death. However, there is no documentation in the complaint file to show a causal relationship between the initial hospitalization for stroke and the subsequent death and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. The patient was initially hospitalized for a stroke and subsequently expired after experiencing cardiac arrest. The patient had comorbid conditions of hypertension, coronary artery disease (cad), and congestive heart failure (chf). Cardiovascular disease is the leading cause of death in patients with kidney failure with the risk of cardiovascular diseases, including stroke in patients with end stage renal disease (esrd) being 5-30 times greater than the general public. Hypertension continues to be the major modifiable risk factor for both ischemic and hemorrhagic stroke. The information made mention of possible peritonitis; however, there was no documentation to confirm that the patient was ever diagnosed with peritonitis during the hospitalization. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s initial hospitalization for aphasia and stroke and subsequent cardiac arrest and death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
The program manager for the acute clinic made notification that this peritoneal dialysis (pd) patient passed away while connected to the acute clinic¿s liberty select cycler. Additional information was obtained through follow-up with the program manager. The patient was initially in treatment on his home liberty select cycler on (B)(6) 2024 when he experienced aphasia and stroke. The patient was admitted to the hospital. No additional information pertaining to that event was available. During the hospitalization, on (B)(6) 2024. The on-call dialysis nurse from the acute clinic was called by hospital staff to respond to the patient¿s room. The patient needed to be disconnected from treatment on the liberty select cycler to go for a computed tomography (CT) scan. When the nurse arrived at the patient¿s room, the patient was coding. The hospital staff was actively running the code. They were unsuccessful in resuscitating the patient and the patient was pronounced deceased. The cause of death was cardiac arrest likely secondary to aspiration pneumonia versus worsening stroke and questionable peritonitis. It is unknown what cycle or phase of treatment the patient was in at the time of the event. The nurse did not make note prior to breaking down the cycler from the treatment. It is unknown if any fresenius device(s) or product(s) and/or their dialysis therapy were related to the patient death, but it is not likely per the program manager. This patient had comorbid conditions of this patient had comorbid conditions of coronary artery disease (cad), congestive heart failure (chf), hypertension (htn), depression, alcohol abuse, stroke, left frontal infarct, and hospital acquired aspiration pneumonia. A follow-up with the patient¿s clinic yielded no additional information as they were not informed of the patient¿s admitting diagnosis or the circumstances related to the patient death.